Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that a trial patient was talking with an ambassador whose device broke. It was stated that they removed it and never provided a new one. No further patient complications are anticipated or expected as a result of this event.